Event description:
Affiliate reports that after the pt fell down and hit her head; it was impossible to change the pressure setting. The valve was removed. The doctor wanted to know why the valve didn't work well and if valve failure was caused by fall. Complaint investigation results received on 10/11/99 revealed that difficulties were not caused by the fall and; as a result; a product complaint report was initiated.